Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -8.0 diopter, in the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged for a longer lens due to low vault. The problem was resolved. As of the date of MDR submission, the lens has not been returned.

Manufacturer narrative:
The lens was returned dry, in a micro centrifuge vial. Visual inspection found foreign material on lens surface (clear residue) and haptics were folded in. (B)(4).